Event description:
Additional information: follow up attempt for additional information regarding event was unsuccessful.

Event description:
It was reported that the actual residual volume (arv) was greater than the expected residual volume (evr). There were no specific values for volumes and no alarms were currently sounding. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # unknown, lot # unknown, implanted on: unknown, explanted on: unknown, (B)(4).